Event description:
Report 2 of 2 for a fetus, indicating fluid continued to flow from the distal end of the tubing after the device was turned off. The device was programmed to delivery i0u of pitocin in 1000ml at a rate of 12ml/hr. After the infusion was started, the nurse noted that the "pitocin was free flowing." The infusion was stopped and the tubing set was disconnected from the pt. The fetal heart rate reportedly decreased to an unspecified rate due to the pt's "hyperstimulation." The pt was treated with administration of unspecified fluid bolus and oxygen at 10l/min. Additionally, the pt was turned to pt's left side. The fetal heart rate reportedly "returned to baseline after 7 minutes." The device was removed from clinical service. Reportedly the pt delivered a healthy infant shortly after the event. There was no reported adverse pt sequela.